Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 68 mg/dl. The customer stated that she was a victim of a domestic violence incident and that she was dragged on the floor. The customer's transmitter was damaged during this incident but the insulin pump was not scratched. The customer stated that they had received a motor alarm since the incident. The customer further stated that they hat a cat scan with the pump attached to them but she had a shield blocking the pump while the scan took place. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.